Event description:
It was reported that the procedure was to treat a lesion in the stenosed right coronary artery. During direct stenting with the xience v, the stent delivery system (sds) balloon ruptured at 12 atmospheres. The stent was deployed with a good result, and no further dilatation was needed. The sds was removed intact from the patient anatomy. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with dry blood in the guide wire lumen, inflation lumen, and balloon. There was no contrast visible. The balloon was loosely folded. Blood inside the inflation lumen is consistent with the reported balloon rupture inside the patient. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all sds are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The sds was pressurized with a new indeflator and revealed a pinhole in the middle of the distal balloon taper. There were no scratches noted. Scanning electron microscopy analysis of the balloon indicated that the balloon failure may be attributed to mechanical damage at the distal taper. The u-shaped leak revealed a round region of damage on the inner surface. Another leak was observed at the distal taper (on the other side) an exhibited more damage on the outer surface than the inner surface. Additionally, it was reported that the stent was implanted without pre-dilatation performed (direct stenting). It should be noted that the xience v instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Although there were no anatomical conditions reported, it is possible that the distal end of the balloon could have interacted with the anatomy or accessory devices during advancement to the lesion and because the lesion was not pre-dilated, this could have contributed to the reported rupture. Analysis also noted a bend in the hypotube 5 mm distal to the strain relief tubing. There was no other damage noted to the sds. This damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Although a conclusive cause could not be determined there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for balloon rupture for this lot. All stent delivery system are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted will all relevant information.